Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had high blood glucose in the past. Customer's blood glucose was 495 mg/dl. Customer declined troubleshooting. Customer stated that the day before he got the sensor, he had a bent cannula and old insulin. Customer changed out the infusion set and his blood glucose corrected itself.